Event description:
The complaint is reported as: during the puncture of the subclavian vein it was noted that the needle hub has a crack. This defect was detected in total on 2 puncture needles (one after the other) on one patient; as a result the user used a 3rd puncture needle (single packed needle) from another company - with success. Following details were confirmed: there was no harm or injury to the patient, it was not punctured under ultrasound, no force was applied to the puncture needle, combined disinfection is carried out (alternating wiping and spraying) - with octerniderm uncolored; it was confirmed that the needle hubs did not come in contact with the disinfectant. Further details are not available.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for investigation. Visual examination revealed two cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water , small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The IFU for this product states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained two cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during the puncture of the subclavian vein it was noted that the needle hub has a crack. This defect was detected in total on 2 puncture needles (one after the other) on one patient; as a result the user used a 3rd puncture needle (single packed needle) from another company - with success. Following details were confirmed: there was no harm or injury to the patient, it was not punctured under ultrasound, no force was applied to the puncture needle, combined disinfection is carried out (alternating wiping and spraying) - with octerniderm uncolored; it was confirmed that the needle hubs did not come in contact with the disinfectant. Further details are not available.